Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure the physician received a device port overheat error. As confirmed with american medical systems technical support, the physician was advised to use a new fiber. The physician used a new fiber and the device port overheat error did not appear while on the line with american medical systems technical support. The physician continued with the procedure. During the procedure the new fiber had a device port overheat error while still in the middle of the procedure. The physician reset the laser system unit and was able to complete the procedure. No patient injury was reported.